Event description:
The customer reported that the system was not connecting to the workstation. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating ystem (rtos) and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.